Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "low oxygen alarms occurred at higher fio2. I verified the problem in service software using the mixer test. Replacing the o2 sensor did not correct the problem. Both sensors would pass the oxygen calibration. All of the other tests in service software passed. At a concentration of 90% the mixed gas would reach 85% and not progress beyond that point. Replacing the o2 mixer block did not solve the problem either." Health impact: no clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: the affected hamilton-c6 ventilator was expected at the hamilton medical, inc. Service center for further analysis, including inspection of the blower due to a suspected internal leak. However, the device was never received. Prior to this, key components such as the o2 sensor and the mixer block had been replaced, but these measures did not resolve the reported issue. Despite several attempts to obtain further information, no additional details regarding the affected device have been received to date. A replacement hamilton-c6 ventilator was provided to the customer.